Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI: (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from distributor, healthcare provider via manufacturer representative regarding an event happened during intra-op of a patient undergoing balloon kyphoplasty procedure. Pre-op diagnosis of patient include compression fracture and osteoporosis. It was reported that, bkp was performed on both sides of th12 and the left side of l1 (l1 right side was not approached due to lower fixed rod obstruction). The procedure was performed, and the balloon was inflated within the vertebral body. The cement was a little soft, but the physician decided to start injecting cement into the two vertebrae. First, 1.5 cc was injected into the right side of th12, and then 1.5 cc was injected into the left side of th12. Cement was injected at a slightly faster rate, and cement leakage was observed at the second injection, so it was stopped immediately. Cement as thick as the bone filler device leaked from the upper intervertebral disc toward the cranial side of the front of the upper vertebral body. The patient was not affected. After a short observation, cement was injected into the left side of l1, and it was completed. After another lateral fluoroscopic examination, it appeared that the tip of the leaked cement was gone, and no abnormalities were observed, so the wound was closed, and the procedure was completed. No time delay in procedure reported as a result. The cement was stored at an appropriate temperature before and during the procedure. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.